Event description:
Boston scientific received information that at the pre-discharge check this right atrial (ra) lead was found to be dislodged. A revision procedure was performed and the lead was successfully repositioned. The day after the revision, the lead was again noted to be dislodged. Another lead revision procedure was performed; this lead was explanted and a new ra lead was implanted. It was noted that the lead would be returned for analysis. No additional adverse patient effects were reported.